Event description:
It is reported that after unknown time in vivo (exact date of implant unknown) a hip ceramic inlay (exact product information unknown) was broken. It is also reported that revision surgery was planned for (B)(6) 2014.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).